Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
Per user facility medwatch form, #(B)(4) during a laparoscopic total hysterectomy, bilateral salpingo, oophorectomy procedure; the tip of the device broke. X-rays taken at the end of the case confirmed there was no retained object in the peritoneal cavity. It is not known how the procedure was completed. There were no adverse patient consequences reported.